Manufacturer narrative:
Based on a follow-up communication received from the physician, there was no evidence of a type ia endoleak but rather evidence of type ii endoleaks on the follow-up CT. Type ii endoleaks are not considered to be related to the device but rather related to the anatomy.

Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During positioning of the aortic body stent graft, the aortic body device was inadvertently pulled distal to the intended landing zone. Manipulation of the device was attempted to re-position the stent graft proximal; upon graft polymer fill, an anomaly in the stent graft fill channel was observed at the level of the sealing rings most likely due to the force applied to the stent graft during repositioning of the device. The final angiogram showed the presence of a type ia endoleak that could not be resolved following the placement of a balloon expandable stent and aortic cuff. As of the date of this report, there have been no additional sequelae reported and the patient will continue to be monitored.